Manufacturer narrative:
Method: we determined the cause of the reboot through examination of the remotely accessed device logs. Eval summary: the device is an installed centralized patient monitoring system that utilizes a sun ultra 10 central processing unit (cpu). The device receives, analyzes, and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wireless connection. This customer called in and reported to welch allyn tech support that their acuity system had rebooted and they did not know why. Tech support confirmed the reported reboot, assisted the customer in restoring normal operation after a six minute loss of centralized monitoring, and downloaded device logs for analysis. Log analysis showed that the system rebooted when the terminal server process failed to respond to pings before the ping timer timed out. A ping is a request to verify functionality. Acuity routinely sends out pings to the terminal server process to make sure that it's functional. If it doesn't respond, it could mean that the process is caught in a loop, so acuity is designed to reboot to terminate the loop. In this case, the terminal server process was not responding because acuity had been configured to look for a physical term server device, ts-3o1, which had been removed from service. The terminal server process is a software process that runs on acuity. It manages communications to remote devices including term servers. If acuity has been configured to access a device, then it will continue to look for the device and issue errors until it is found. The user failed to remove terminal server ts-3o1 from the configuration bed file after it had been removed from service. This failure resulted in unnecessary error message traffic through the terminal server process as acuity attempted to contact a terminal server device that wasn't there. This caused response delays, ultimately resulting in a failure to respond to a ping within 30 second time out limit when an unrelated but relatively minor traffic peak occurred through the terminal server process. The relatively minor traffic peak occurred when several bedside monitors attempted to connect to acuity simultaneously. This would not normally cause any difficulty, but the ongoing traffic resulting from ts-3o1 removal without reconfiguration of the bed file pushed the process past it's ability to respond within the time limit. When the process exceeded the time out limit, acuity initiated a reboot as designed. Since the customer maintains the configuration bed file at this account, tech support instructed the customer to remove terminal server ts-3o1 from the bed file to eliminate recurrence. Even though centralized monitoring was lost during the time that the system was down, patient vital signs monitoring continued at bedside with the local bedside patient monitor for any patients connected to the system. There were no patients harmed in any way by the event.

Event description:
The customer stated that, the acuity system rebooted for an unknown reason which resulted in a loss of centralized monitoring for approximately 6 minutes. Patient vital signs monitoring continued at the bedside monitors.